Event description:
Customer reported that the insulin pump alarmed motor error during prime. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is unable to complete the rewind sequence. Blood glucose value is 189 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to prime during basic occlusion test due to faulty force sensor relay. The motor passed motor test. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.